Event description:
Notes: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used in the intrahepatic bile duct during a cholangioscopic lithotripsy procedure performed on (B)(6) 2022. During the procedure, the image became distorted, and the screen disappeared approximately thirty minutes when the scope was advanced to the target site and the electrohydraulic lithotripsy (ehl) probe was taken out from the tip. A new scope was opened, and a reattempt was made; however, the same event occurred where the image became distorted and the screen disappeared when the scope reached the target site. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter. There was residue left over from irrigation observed in the plastic optic fibers (pof). An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. No problems with physical connectivity were observed and no damage or defects of the umbilicus connector were seen. The device was fully articulated in all directions; no impact to the image was seen. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or the thru-silicon vias (tsvs). No camera wire damage was observed near the distal end or in the pebax region of the catheter. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires inside the handle or around the strain relief. The handle was opened and the electrical components inside were inspected visually. There was evidence of procedural residue in the pofs indicating that fluid had flowed back up the optics lumen during use. The tip was blocked, and saline was flushed through the irrigation tubing to introduce saline into the optics lumen. This caused the image to be disrupted; purple/green lines were seen across the screen whenever the camera would try to focus. Full complete loss of image was not confirmed. The reported complaint regarding visualization was confirmed. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. A live image was observed when the device was plugged in, and articulation had no effect on the image. Fluid residue was seen in the breakout region, specifically in the pofs, and a saline test was conducted. After inserting enough saline to induce backflow into the handle, the live image was distorted, and purple lines would appear on the screen. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Notes: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii were used in the intrahepatic bile duct during a cholangioscopic lithotripsy procedure performed on (B)(6) 2022. During the procedure, the image became distorted, and the screen disappeared approximately thirty minutes when the scope was advanced to the target site and the electrohydraulic lithotripsy (ehl) probe was taken out from the tip. A new scope was opened, and a reattempt was made; however, the same event occurred where the image became distorted and the screen disappeared when the scope reached the target site. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.